Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided images was performed and found the device inside the package and another image shows one t inside the needle assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, two ultra fast-fix failed in the same way, the t2 was stuck and could not be deployed, the t1 was removed from the patient using tweezers. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the two devices were returned in original packaging with the batch number of the complaint on the label. Device one, the t1, t2, and suture were returned off the needle. The knot has been tightened down. The variable depth straw has been trimmed. Bio debris is present. Device two, the t1 is off the needle but attached to the suture, the t2 is in the needle channel behind the dimple. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation of device one could not be performed because both implants have already been deployed. A functional evaluation of device two, using a simulation meniscus, showed the t2 deployed and implanted as intended. An analysis of the customer provided images shows the device inside the package and another image shows one t inside the needle assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.